Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 20 events were reported for this quarter. Product return status: 20 devices were received for evaluation. Evaluation status: 20 events were confirmed during testing; 20 devices were found to be affected by missing paint chips. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 20 malfunction events in which the device had missing paint chips. There was no patient involvement; no patient impact.